Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio was able to isolate the cause of the reported failure to the therapy pcb assembly. The customer received a replacement device.

Event description:
It was reported that during testing, the customer's device had logged multiple fault codes and would not charge or deliver defibrillation therapy. There was no pt use associated with the reported failure.